Event description:
It was reported that a smiths medical pump alarmed no disposable pump wont run. Air in line, patient not affected. Rv: 16.5, rate: 2.2, given: 83.5. No further information available.